Event description:
Caller alleged discrepant inratio2 meter compared to the lab for the pt. Results as follows: date: (B)(6) 2012, inratio results: (1.4, 1.6, lab inr: (2.8); (B)(6) 2012, (2.0, 1.7), (no lab test done). The time between testing was less than fifteen minutes. Pt's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.